Event description:
Customer diabetic ketoacidosis. Mother states daughter changed set previous night but admitted forgetting to place driver arms around plunger. No further troubleshooting done at this time.